Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater would not circulate when set to "4", but worked when set to "3". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The suspect cooler heater unit has been moved to biomed shop at the hospital.